Event description:
Patient reported that the expiration date, printed on the aviva strip vial, is 05/31/2007. According to the manufacturer's batch record, the correct expiration date for this strip lot is 01/31/2007. No patient injury was reported. Patient did not provide the location where the labeling problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.